Manufacturer narrative:
Complaint confirmed, the cutting tip of the inner tube was found to have broken off and was not returned. Damage was observed along the outer tube cutting window edges and inner surface. The cause of the event remains undetermined, although probable causes include prying/leveraging the device during use and/or interference between the device and bone/hard tissue.

Event description:
It was reported on (B)(6) 2021 by a facility representative via sems that an ar-8400td broke. "The torpedo shaver was used in a knee scope and a piece of the shaver broke off during the case." Case was completed with no patient harm, all pieces were removed from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.